Event description:
It was reported that during patient use, the ventilator compressor was running intermittently. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the outlet filter to resolve the issue. The unit passed all tests and calibrations per the service manual.. (B)(4).